Event description:
Customer reported that the insulin pump returned a motor error alarm and an additional motor error alarm. Customer reported that recently the insulin pump's motor had not been slowing down during the priming process. During troubleshooting, customer reported that the insulin pump's drive support cap was flush. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm. No motor error alarm and the motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.